Event description:
Pf114 faradise clinical study, subject ID: (B)(6). It was reported that after an irreversible electroporation ablation procedure using a farawave catheter the patient was hospitalized for a recurrence of atrial fibrillation (a fib). The ablation procedure was performed on (B)(6) 2024 and the patient was hospitalized for the day on (B)(6) 2024. A cardioversion was performed and the patient's propafenone prescription was adjusted. They were discharged the same day with no further complications reported. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.